Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens) for urgency frequency. Patient stated lead wire dislodgement. Patient went to the bathroom and accidentally one of the wires came out. Therapy started on (B)(6) 2018. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.